Manufacturer narrative:
The lot number of the device was never determined as the original packaging was discarded. Upon receiving the returned device on 1/15/2021, it was confirmed that the insulation had melted. It was also noted that there was a chip in the metal part of the electrode and it was in an extremely used condition. A true root cause could not be determined as the details necessary were not provided from the customer. However, due to the appearance of the returned product, it is believed that the coating was removed during eschar buildup removal as there were scratch marks on the returned product. It was found during inspection that the tip of the electrode was chipped/melted. This most likely occurred due to customer misuse/extreme force of the device or improper grounding to a metal component. This is an isolated event with (B)(4) sold of this product. Based on the information above, this can be seen as the final report. If additional information is obtained that alleges any other patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
The coating on the tip of the scalpel melted and peeled off during use. There was no harm to the patient.